Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair surgery the t1 and t2 simultaneously deployed from the device. T1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows the actuator is in the t2 post deployment position indicating a complete deployment. The insertion needle is twisted and is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly. No root cause related to the manufacturing process can be established. Use error was most likely a contributing factor to the event.